Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient initially had a lap stomach intestinal pylorus procedure. Three days postoperatively, the patient became very ill suffering from an infection. The surgeon re-operated on the patient and discovered the staple line on the duodenal stump was leaking bile into the patient's abdominal cavity. The surgeon repaired the leak and the patient is currently in the ICU. It was noted, that the surgeon did not see any malformed staples, but could see bile leaking from the staple line. There was no reinforcement material used.